Event description:
It was further reported that the vascular access site was the right femoral. The vessel diameter was 3.5mm and the length of the lesion was 5mm. The lesion being treated was 80% stenosis, calcified and located in the ostial left anterior descending artery. It was reported that the balloon got stuck the very first time it was used. The balloon was inflated for 30 seconds with a contrast medium ratio of omnipaque 350 50/50. In attempting to deflate the balloon, the physician advanced the catheter into the coronary artery in order to "jail" the cutting balloon. The physician stated that the flextome monorail 10/3.50mm cutting balloon was pulled still partially inflated into the guiding catheter. The patient developed hypertension, worsening angina and st elevation as a result of the obstruction. However, per the physician, "outcome of the procedure was reported as excellent, and the patient is reported as stable."

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure deflation difficulties occurred. No lesion anatomy was available. The physician dilated the flextome monorail 10/3.50mm cutting balloon to 10 atms. However, difficulties deflating the balloon occurred and the balloon remained inflated obstructing the artery for 2-3 minutes. Additional information has been requested and is not available. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned flextome monorail cutting balloon identified solidified contrast media and blood within the balloon and inflation lumen. The rx port was stretched which is consistent with excessive guide wire force during procedure. The midshaft was found elongated and twisted immediately proximal to the rx port area for approximately 2mm. Shaft kinks were also noted. No damage was noted to the balloon. All blades were present and fully bonded to the balloon surface. The balloon was also successfully deflated. Inflation and deflation was performed three times giving an average deflation time of 8 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).